Manufacturer narrative:
This report is for an unknown rod/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a hardware removal procedure was performed on (B)(6) 2019 because of a healed bone. During the procedure the surgeon did not untighten screws on both sides of the transverse connector, but still rods came off. Surgeon closed the incision and did not notice that the connector had not been removed from the patient¿s body yet. Postoperative x-rays showed that the connector had been left in the patient¿s body. The patient was anesthetized again on the same day, and the surgeon finally removed the connector from the same incision. The procedure was delayed for more than thirty (30) minutes. The patient outcome is reported as stable. No further information is available. This report captures the intra-op events, where the unknown rods came off even surgeon did not untighten the screws on both sides of the transverse connector while, related complaint (B)(4) reports the post-op events, where the transverse connector was left inside the patient's body after the incision was closed. This report is for one (1) unknown rod. This is report 2 of 2 for complaint (B)(4).